Event description:
The left disc of the 12mm amplatzer muscular vsd occluder (muscvsd) inadvertently opened between the chordae of the mitral valve. When the muscvsd was positioned in the defect, mitral insufficiency and hypotension resulted. The muscvsd could not be recaptured or repositioned and had to be released in place which resulted in migration to the left ventricle, and decrease in the insufficiency. The patient was sent to the operating room in stable condition where the muscvsd was removed and the chordae of the mitral valve was repaired. The vsd was closed surgically with difficulty due to the anterior position. Initial recovery was uneventful.

Manufacturer narrative:
St. Jude medical could not evaluate the device involved in this incident since it was retained by the hospital. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.